Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was 54-120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.